Event description:
The customer initially reported that the ac mains light was not illuminated when the device was connected to ac power. It was also indicated that there was no ac loss alert; however, the battery appeared to be charging normally when connected to ac power. There were no reports of patient use associated with the reported failure. After troubleshooting, the customer called back and confirmed that the reported problem was due to power supply failure.

Manufacturer narrative:
The customer has decided not to have the device repaired due to the estimated cost he was provided by the physio-control local service rep. The customer reported that the device would be sent to another dept for disposal. Further root cause of the reported failure cannot be determined.